Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient suffered a stroke. No treatment was reported. Per the health care provider, it was reported an acute ischemic stroke had occurred, likely due to the procedure, with expressive and mild receptive aphasia which has resolved. No additional adverse patient effects were reported.